Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly, and subsequently the pump shutdown. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. The customer set an increased temporary basal rate to address bg. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.